Event description:
Reportedly, the rectal tissue was transected and the anastomosis was incomplete due to improperly formed staples placed by the instrument. However, as a result, both the specimen side and pt side of the rectal tissue had a hole present. Therefore, the case was converted to an open procedure to complete the cause.